Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was returned and evaluated. The 5s parameters were within spec. A slight kink was found in the catheter near the red pump plug. The pump was run and during a portion of the run, the catheter was kinked at the slight kink found. No significant changes in 5s parameters were seen from the kink test. The pump was also uson tested at 50 mmhg, 100 mmhg, and 150 mmhg and was able to hold pressure without issue. The patient cable was able to be twisted slightly relative to the kink protector, and the inside of the red handle showed the motor and communication cables twisted, but no abnormalities with the optical fiber. Data log review showed a sudden drop in signal-to-noise ratio, which was then near zero throughout the rest of the case. Contrast steps down and gain steps up at this time. Lamp is steady around 91% during the case. Light is also steady around 2.7 v. The root cause of the optical signal issue was not determined since the data logs did not show a pattern of a characteristic optical failure and the returned product functioned without issue and the optical parameters were within spec. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella cp support and, during support, there were placement signal alarms. There was also a yellow placement signal alarm on the automated impella controller. Support continued, and the clinical representative confirmed the pump was not explanted due to the issue. The pump was weaned and explanted. No patient harm has been reported.